Event description:
It was reported that this left ventricular (lv) lead exhibited an automatic lead safety switch (lss) from bipolar to unipolar pacing due to high out of range pacing impedance measurements greater than 2000 ohms. Technical services (ts) reviewed the available information and noted that the impedance had gradually increased to approximately 2024 ohms. Recommendations included in-clinic impedance testing and reprogramming recommendations. No adverse patient effects were reported. This lv lead remains in service.